Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for cellulitis event is serious and is considered moderate. Event not related to device. Event is related to procedure. Doi: (B)(6) 2014, doe: (B)(6) 2014, (right knee). On (B)(6) 2014, the patient underwent a right total hip arthroplasty due to osteoarthritis. The components listed on (B)(4) correctly reflect the operative notes. On (B)(6) 2014, the patient experienced a witnessed fall and left the facility against medical advice and returned to the facility on the same day due to a periprosthetic femur fracture. On (B)(6) 2015, the patient underwent a revision of a right total hip arthroplasty due to failed right total hip arthroplasty secondary to loosening and periprosthetic fracture. The loosening is indicated to be the femoral component. The surgeon noted the proximal calcar fracture area was repaired with several 16-gauge stainless steel wires.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.